Event description:
It was reported that high voltage lead impedance values have shown a gradual increase over the past seven days and are currently exceeding the upper limit. The rise has been gradual rather than abrupt may indicate tissue-related changes near the superior vena cava (svc) coil of the lead. The patient-facing alerts have been turned off; no other changes were made at this time. No patient symptoms were reported.

Event description:
New information received indicates that programming changes to the shocking configuration were made. No patient symptoms were reported.